Manufacturer narrative:
D9: date returned to mfg.: 3/27/2025 one device was received for investigation. The reported issue was confirmed during review of the device event log, which showed reported issue was recorded. The issue was traced to the device leadscrew, worm gear and worm coupling, which were observed to be worn. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The identified components were replaced, and the device passed all testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 'travel coarse error. Check clutch/plunger lever.' Alarm. There was unknown patient involvement.